Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
The rechargeable battery was found to have corroded. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2012.